Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Event description:
It was reported via email that an 11" smallbore ext set w/nanoclave®, 6-port nanoclave® manifold, check valve, clamp, rotating luer generated a leak during patient use. The patient was reported to have desaturated at 0600 hours, requiring several increases of phenylephrine, fluid boluses, and additional sedations as needed. The registered nurse (rn) identified leaking at the manifold during a safety check and emergently ordered new drips at 0700 hours and re-cocktailed medications. New drips were started at 1000 hour and within an hour, medications were able to be weaned. There is no additional information available at this time.